Event description:
This was a difficult stroke case. The patient was undergoing treatment for an occlusion in the middle cerebral artery (mca). The physician made several passes of the separator 3d through the px400 microcatheter through tortuous anatomy. The clot was very difficult to remove. The physician felt resistance and maybe used a little excessive force to remove everything. The px400 microcatheter broke. The patient was fine and the treatment was successful.

Manufacturer narrative:
Device investigation: results: the catheter was returned in two pieces. The distal piece is 11 cm in length and shows stretching between 8 and 11 cm from the tip. Between 5 cm and 8 cm from the tip, the surface of the catheter is crumpled and uneven. The proximal section is 146 cm in length with the last centimeter showing evidence of stretching. Conclusion: the difficult anatomy noted in the complaint was likely the root cause of the damage seen. The break in the distal tip of the catheter shows significant stretching which can occur if the micro catheter becomes trapped inside the delivery catheter in tortuous anatomy or if the anatomy traps the catheter. When the physician then attempts to manipulate or remove the catheter against this resistance, the tensile strength of the material may be exceeded leading the catheter to stretch and break.